Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. No picture available for review. The device history record shows that the product was assembled and inspected according to our specifications. No nonconformance reports were originated for the lot in question that can be associated to the complaint reported. Customer complaint cannot be confirmed due to the lack of device sample to perform a proper investigation and determine the root cause. If the sample becomes available this investigation will be updated with the evaluation results. However, a CAPA file #(B)(4) was opened to perform a further investigation into this issue (this CAPA is owned by (B)(4)). According to the CAPA investigation so far the root cause for the issue was the positioning of the thread lead and the softness of the new resin used for the snap adaptor. Additionally, the personnel of the assembly line were notified and made aware of this issue.

Event description:
The customer alleges that the adaptor could not be connected with the flow meter.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the internal threads of the adaptor were damaged. The adaptor could not be connected to the oxygen supply correctly; therefore, full functional testing could not be performed. Based on the investigation performed, the reported complaint was confirmed. The root cause for the issue was found to be the positioning of the thread lead and the softness of the new resin used for the snap adaptor. A CAPA was opened to address this issue.

Event description:
The customer alleges that the adaptor could not be connected with the flow meter.